Manufacturer narrative:
A ge service representative performed an onsite investigation. The single board computer (sbc) assembly was evaluated and replaced by the customer. The system was tested by the customer and was returned to service. No additional service information was provided.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.